Event description:
The customer reported that during an abdominoperineal proctectomy, on the 20th application the device jaws could not be re-opened while on tissue described as being thick. The surgeon removed the instrument manually with no tissue damage or bleeding. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.